Event description:
It was reported that: "potential abrasion. Customer had called the hotline after attempting to troubleshoot helium loss alarms for approximately 25min. They had placed the iab under fluoroscopy and were able to visualize it unwrapping. Before our connection, they had verified driveline connection was tightened, exchanged iabp consoles, repositioned the patient, and confirmed no visible kinks all with no improvement. On facetime, bpw appears as a chair with alarms occurring within 2-3 seconds of attempting to initiate therapy. Fluoro showed tip between 2nd and 3rd intercostal. No mattress suture noted at site that could restrict iab. No overt blood noted in driveline at this time. No reported issues with insertion of the iab, though md noted heavy calcification of the aorta. Heart rate 70bpm and regular, no ectopy noted. Ap signal clear. Resolution/outcome: assist ratio and volume changes did not resolve alarms. Staff attempted to reposition iab and patient without success. Alarms continued and bpw appears to drop below baseline. Iab has not been able to run for more than 1-2 seconds for 28 min at this point. Bpw appeared to drop below baseline during brief leak test. Recommended removal/replacement of iab. Iab was removed and replaced without incident via same femoral site and resolved alarms. Iab saved for return. The reported defect was detected during use on patient. The patient condition was reported as "fine". Therapy was delayed by 25 minutes."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a ups shipping pouch and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on a section of the bladder membrane; liquid blood was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The visible section of the iabc bladder was fully unwrapped. A bend to the iabc central lumen within the flex-tip assembly area was noted at approximately 4.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 26.5cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. Upon receipt, the teflon sheath was noted on a section of the bladder membrane; however, there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The sheath and iabc were inspected and noted undamaged. The one-way valve was connected to the short driveline tubing and vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. The bladder appeared typical; no damage or abnormalities were noted to the bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss alarms" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that: "potential abrasion. Customer had called the hotline after attempting to troubleshoot helium loss alarms for approximately 25min. They had placed the iab under fluoroscopy and were able to visualize it unwrapping. Before our connection, they had verified driveline connection was tightened, exchanged iabp consoles, repositioned the patient, and confirmed no visible kinks all with no improvement. On facetime, bpw appears as a chair with alarms occurring within 2-3 seconds of attempting to initiate therapy. Fluoro showed tip between 2nd and 3rd intercostal. No mattress suture noted at site that could restrict iab. No overt blood noted in driveline at this time. No reported issues with insertion of the iab, though md noted heavy calcification of the aorta. Heart rate 70bpm and regular, no ectopy noted. Ap signal clear. Resolution/outcome: assist ratio and volume changes did not resolve alarms. Staff attempted to reposition iab and patient without success. Alarms continued and bpw appears to drop below baseline. Iab has not been able to run for more than 1-2 seconds for 28 min at this point. Bpw appeared to drop below baseline during brief leak test. Recommended removal/replacement of iab. Iab was removed and replaced without incident via same femoral site and resolved alarms. Iab saved for return. The reported defect was detected during use on patient. The patient condition was reported as "fine". Therapy was delayed by 25 minutes."